Manufacturer narrative:
Concomitants medical products: element-stem, collared w/ha, std offset, sz 11 (cat# 164-03-11), nv crown cup clstr hole 60mm group 4 (cat# 180-01-60), cocr femoral head 40mm, +0 offset 12/14 (cat# 142-40-00), 3.2mm drill bit 20mm 1pk (cat# 101-05-20), alteon 6.5mm screw, 15mm (cat# 180-65-15). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) patient presented to the emergency room with severe right hip pain. CT and x-ray imaging show evidence of significant acetabular and femoral osteolysis and eccentricity of the femoral head in the acetabular liner. X-ray received. No additional information available.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, implanted with a lateralized liner, and the combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the prosthesis wear/osteolysis reported is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear.